Manufacturer narrative:
(B)(4). The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was uncomfortable driving at night due to halos post implant of a zxr00 tecnis multifocal iol (intraocular lens). Visual symptom was first noticed on (B)(6) 2018. As a result, the zxr00 iol was explanted and replaced with pcb00 monofocal lens. At explant the incision was enlarged to 3.0mm. There was no vitrectomy or sutures required. The surgery went well and the patient is happy as she does not experienced halos anymore. Visual acuity pre-operative:6/6 ; visual acuity post-operative:6/6 . Product will not be returned and is not available for investigation. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.